Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 03aug2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 21/feb/2018 and inspection of the unit was performed on 22/feb/2017 where the quality control inspector found the following: insertion tube scratches at stage 2. Distal cap missing silicone. Lg cable single separated/ twisted under pve root brace. Middle lcb distal cover glass glue is missing. Failed wet leak test. Failed dry leak test. Control body grip scratched. Customer complaint confirmed. Operation channel twisted in bending section. Bending rubber pinhole. Pve connector housing scratched. Prism glass glue missing. Bending rubber leak at middle section. Segment steel braid cut. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user on 05/apr/2017. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, light guide cable, distal case/cap, deflector body link, body side cover for deflector, deflector body attaching screw, o-ring(0.5x1.3), segment staycoil assy imp-c/pb-free, adjusting collar.